Event description:
Information received indicates the left intermediate side rail will not latch.

Manufacturer narrative:
The technician found the latch assembly was heavily caked with a sticky substance. The technician cleaned the latch assembly to repair the bed.